Event description:
It was reported by service report that the left side rail was broken and falling down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Assist cable, assist system pulley.